Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of sensor anomaly. The customer's blood glucose level was 89 mg/dl at the time of the incident. The customer stated that 4 sensors when connected to the transmitter did not flash green. The customer stated that the cannula was very short when she removed the sensors. The product was not returned for analysis.